Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to low battery voltage. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was sent out to the vendor for further evaluation. An internal battery anomaly was found to cause the premature battery depletion.

Event description:
It was reported that the device could not be interrogated. Troubleshooting was performed. However, no communication could be established. The device was explanted.